Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, moisture damage was found on the motor, battery tube, keypad assembly and vibrator assembly. Unable to perform the displacement test due to blank display. No audio alarms or vibrate alerts noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture due to insulin pump falling into pool water. Customer reported that as a result, there was fluid under display screen and display went blank. Customer's blood glucose was 5.4 mmol/l. Customer was advised that insulin pump would need to be replaced.